Manufacturer narrative:
Additional/updated information was added to reflect the actuator being returned to the manufacturer for evaluation. The result of the evaluation was that the actuator housing was split in half causing it to grind and not lift the boom all of the way, which confirmed the original complaint issue.

Event description:
Customer just got this actuator from a parts order (B)(4) and it is faulty. He said it is grinding and the boom won't lift all the way.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer just got this actuator from a parts order 864816138 and it is faulty. He said it is grinding and the boom won't lift all the way.